Event description:
It was reported that the device displayed all three (attention, charge-pak and wrench) icons. This is indicative of a device that will not power on. There was no patient use associated with the reported failure.

Manufacturer narrative:
Physio-control received the device from the customer for evaluation. Physio determined that the cause of the reported failure was due to a tin whisker on the pad side of the power switch flex cable assembly between lines 7 and 8. This tin whisker depleted the internal hlc batteries.

Manufacturer narrative:
(B)(4). The customer has confirmed with physio-control that the device has been retired and taken out of service. The device has not been returned to physio for evaluation. The cause of the reported failure could not be determined.